Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, air bubbles were observed along the infusion set tubing. Customer¿s blood glucose was 63mg/dl. Reportedly, the customer primed the tubing and resumed insulin to resolve the issues.